Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 600 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2019 with no permanent damage. Customer alleged that pump did not deliver insulin as intended. Customer changed the pump supplies prior to the report with tandem technical support; therefore, troubleshooting was unable to be performed. Reportedly, customer reverted to manual injections for insulin therapy.